Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device mjm737 number, and no non-conformances were identified. Investigation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a used samples of product code vcp364 lot# mjm73 with the needle detached could be observed, however, no conclusion could be reach on how this happen as the samples were not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The following additional information was obtained: confirm the lot for the 2nd device involved, is it the same as reported? Mjm737 was procedure completed successfully? And how? The procedure was completed successfully by opening another new pack of suture to continue the wound closure. Any patient consequences? No. Any sample available to be returned for evaluation? No defected product were returned as the nurses disposed all. Events reported via medwatch 2210968-2019-82719.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2019 and suture was used. During the procedure, the thread detached from the needle when repairing the uterus. The procedure was completed successfully by opening another new pack of suture to continue the wound closure. There were no adverse patient consequences reported.